Event description:
It was reported that usb port was damaged, making it difficult to insert charging cable and sometimes requiring cable to be held in place for device to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional corrective actions were documented.